Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned graftmaster stent delivery system (sds) noted blood visible on the balloon and contrast on the shaft, consistent with handling. The stent implant was dislodged and was not returned, confirming the reported information. The balloon was tightly folded. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. A conclusive cause for the reported stent dislodgment could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Rotoblader; stents: promus stent (x2), 3.5 x 19 mm graftmaster. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this case, the patient anatomy was heavily calcified, which likely contributed to the reported difficulties. It is possible an interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation within the lesion/anatomy would have then led to the stent dislodgement. Without the product to examine, a conclusive cause for the reported stent dislodgment could not be determined. Patient effects as death is listed as an observed or potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use. Additionally, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects that ultimately lead to the death; however, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device if any. A review of the finished product device history record revealed no nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for stent dislodgement for this lot. All stent delivery systems are inspected for proper stent placement and stent damage. In addition, a quality control audit inspection is used to verify the product quality. The unk promus and 3.5 x 19 mm graftmaster, are being filed under separate MFR numbers.

Event description:
It was reported that a perforation was seen in the heavily calcified mid left anterior descending artery after use of a non-abbott cutting balloon and deployment of 2 promus stents. A 3.0 x 19 mm graftmaster was attempted to be advanced to the perforation but the stent dislodged off the balloon. A balloon was inserted through the dislodged graftmaster stent and the stent was deployed just proximal to the perforation. A second 3.5 x 19 mm graftmaster was attempted but could not cross through the just deployed stent. The patient experienced tamponade and periocentensis was performed. The patient condition was reported as doing ok post procedure; however, the perforation was not sealed and no additional intervention was performed. The patient died 3 days post procedure. Though requested, no additional information was provided.